Event description:
It was reported that bd connecta plus3 white leaked. Summary: hypertensive episode - likely due to cracked 3 way tap. Details: pt suddenly hypertensive and more alert heavily sedated and ventilated). Not responding to propofol or fentanyl boluses. Increasingly more awake and tube intolerant despite being gcs 3 all shift. Pre-turn noted large spill of propofol and then noted leaking 3 way tap. Taps changed and upon inspection noted a crack in one of the 3 way taps. Patient's clinical picture settled post changing of taps.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of component damage ¿ leak was confirmed upon inspection of the photos. A visible crack in the device was observed. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.